Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump went alarmed two threshold suspends. The patient's blood glucose level was 120 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that if sensor isn't in good enough the fluids cannot be properly measured. The customer did not troubleshoot the issue. The product was not returned for analysis.